Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured. The 90% stenosed lesion was located in the heavily calcified, distal left anterior descending (lad) artery. While pre-dilating the lesion, the balloon ruptured at 10 atms. The procedure was completed with another manufacturer's balloon and deployment of a taxus stent. There were no reported pt complications. Pt status listed as "ok".

Manufacturer narrative:
The device was discarded at the user facility. The root cause of the event could not be determined. The manufacturing records for top assembly batch 9310394 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.